Event description:
Reportedly, during an implantation attempt, the vegar58 sn (B)(6) was used. The lead was tested in different areas positions in the ventricle, good ventricular sensing was obtained but the impedance value obtained still above 2500 ohms and the ventricular threshold was above 3 v at 0.5 ms. (Measure take with the psa) after 5 attempts, the physician decided to not implant the lead and to use a new vega r58. Normal impedance and threshold were obtained with the new lead.

Manufacturer narrative:
Investigation summary: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue and the electrical issues. All electrical measurements were within specifications. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as physician technique or physician preferred implant site. This issue is well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problems. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during an implantation attempt, the vegar58 sn (B)(6) was used. The lead was tested in different areas positions in the ventricle, good ventricular sensing was obtained but the impedance value obtained still above 2500 ohms and the ventricular threshold was above 3 v at 0.5 ms. (Measure take with the psa) after 5 attempts, the physician decided to not implant the lead and to use a new vega r58. Normal impedance and threshold were obtained with the new lead.